Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 800 mg/dl and was in diabetic ketoacidosis (dka). The infusion set was changed and insulin via syringe was administered. The bg did not lower. The customer experienced a seizure and was combative. The customer was hospitalized and was treated with an insulin drip. The contact initially thought the infusion set was the cause of the high bg; however, upon follow-up, reported that cause of the high bg was not known. Although requested, the customer's discharge date was not provided.